Event description:
The system 6 sagittal saw was sent for evaluation due to the head of the device moving up and down as well as side to side during a procedure. The case was completed successfully without any clinically significant procedure delay. There were no adverse consequences associated with the device. During testing at the manufacturer, it was noted that the device had blade whip which created a larger incision than intended and removed chunks during cut testing.

Manufacturer narrative:
It was noted during failure analysis that a loose drive link will result in decreased cutting efficiency including intermittent movement and excess movement which could be interpreted as the head moving up and down and side to side as reported.